Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that the left side frame is broken at a weld where the back cane meets the lower portion of the side frame.